Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause-user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 140, 157 and 163 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 160 mg/dl and 170 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 12/08/2016. The customer stated he is on insulin. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all results above 115 are of concern - - all results are fasting.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 140, 157 and 163 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 160 mg/dl and 170 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 12/08/2016. The customer stated he is on insulin. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all results above 115 are of concern - - all results are fasting.